Event description:
While using the dilatation catheter the balloon would not inflate. The physician then removed the catheter and discovered the protective balloon sheath in the curve of the guiding catheter. The pt was reportedly was stable post-procedure. The dilatation catheter was discarded at the hosp.